Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient's ins has been turning off by itself. It was recommended that the patient keep a dairy of the date and time that their ins turns off and then report that back to their rep. At this time the rep can get a report and find out if there was an intervention with the patient programmer (pp) or if the ins was discharged. The patient indicated he works with high energy sources, but it was discussed and the ins does not turn off around those types of devices and if it did it would go into a power on reset (por). No further complications were reported. No patient symptoms were reported.